Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pi musc vsd occluder were reported in a research article in a subject population with unknown co-morbidities. It was reported that ventricular septal rupture enlarged non-implantable ranges and patient expired during procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality", was reviewed. The article presented a case study of an 83-year-old patient. It was reported that on an unknown date, a 16mm amplatzer post-infarct muscular vsd occluder was chosen for implant. During procedure, the ventricular septal rupture (vsr) enlarged during attempts to deploy the device. It was noted the vsr enlarged to non-implantable ranges. The patient passed away during the procedure and the cause of death could not be confirmed. The article concluded that procedure of vsr device closure demonstrates an acceptable technical success rate; however, the incidence of severe complications and early mortality is notably high. Older patients in poor hemodynamic condition and those with unsuccessful occluder deployment are particularly at a higher risk of a fatal outcome. The prognosis after early survival is promising. [The primary and corresponding author was michal galeczka, medical university of silesia in katowice, silesian centre for heart diseases, 9 curie-sklodowskiej st., 41-800 zabrze, poland, with corresponding email: e-mail: michalgaleczka@gmail.com].

Manufacturer narrative:
Literature article: "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality" b2 - date of death is estimated. B3 - date of event is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.